Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be sent when device analysis is completed.

Event description:
The pump was explanted and returned to the manufacturer for analysis due to the pump not working properly. The patient reported it starts and stops periodically. A dye study and rotor study were negative for findings. Th drug used in the pump is morphine. The pump was replaced and the patient recovered without sequela.